Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was being considered for a mitral valve repair procedure. During the pre-procedure assessment, the physician observed a bend in the right ventricular (rv) lead near the subclavian vein. A device check was performed and this pacemaker was observed to have previously triggered a lead safety switch on the rv lead. However, all impedances, sensing, and threshold values were stable. During the mitral valve procedure, an epicardial lead was placed to replace the rv lead. The physician suspected a lead fracture, but that was not confirmed. The pacemaker remains in service. No additional adverse patient effects were reported.